Event description:
Intensive care unit personnel were attending to a pt in cardiac arrest. The device was being operated on battery power and allegedly when an electrocardiogram analysis was requested, the device lost power. The "ac" adapter was plugged into "ac"; however, it was reported the device would still not turn on. A back up device was available and used to continue treatment. The pt was not resuscitated; however, the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on immediate availability of a back up device and the reporter's assessment of the pt's lack of viability.